Event description:
Procedure type: sleeve gastrectomy. According to the reporter: while using the device the needle popped off from the jaws and fell into the pt cavity. Needle was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).